Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image and a b30 scope communication error code was observed on the video system center. The issue was during maintenance with no reports of patient harm or patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the b30 error was unable to be reproduced and the no image issue was likely caused by faulty printed circuit board; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.